Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system at ovation ix iliac stent grafts were implanted to treat an abdominal aortic aneurysm. The patient was readmitted to the hospital 3 weeks post-op with a complete occlusion of the left iliac limb stent graft in the presence of significant juxtarenal aortic angulation. A re-intervention was completed two days later in which a fem-fem bypass was performed to successfully restore blood flow to the occluded iliac artery. As of the date of this report, there have been no additional patient sequelae reported.